Event description:
It was reported that during a routine follow up, the right ventricular lead exhibited noise. On (B)(6) 2013, the ventricular sensitivity was decreased and the patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.